Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump¿s screen separated from the device, consistent with a bonding failure of the display component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem leading to loss of or failure to bond at the display component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.